Manufacturer narrative:
Patient ID/initials and weight are unknown. Additional product codes: dzl, ktw. Device broke intra-operatively and was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a surgical procedure of a broken palm fracture to fix ulna with a locking compression plate (lcp). Upon insertion of the final cortex screw, the head of the screw came off. The surgeon decided to remove the entire construct to remove the screw fragment and upon an attempt to remove the next screw in the plate, the screw came off. The surgeon removed all the screws and the plate. A broken screw removal set was used to take out the screw fragment. There was a surgical delay of an hour reported to an attempt to remove the screw. The procedure was completed successfully. Patient outcome is unknown. Concomitant devices reported: screws (part 202.873, lot unknown, quantity 3), 2.7mm cortex screw, self-tapping 16mm (part 202.876, lot unknown, quantity 1), 2.7mm cortex screw, self-tapping 20mm (part 202.880, lot unknown, quantity 1), 2.0mm locking compression plate 7 holes (part 247.347, lot number unknown, quantity 1). This is report 1 of 2 for (B)(4).